Manufacturer narrative:
Evaluation results: one level 1 trauma fast flow system was returned for investigation in fair condition. The investigator installed an f-30 disposable onto the h-31b air detector and powered on the device. An air detector alarm was observed. The investigator removed the back cover for further investigation. The investigator then installed a known good test air bubble sensor and sensor board. The air detector did not alarm following this installation. The investigator attributed the product problem to a faulty air bubble sensor and sensor board. The customer reported product problem was therefore confirmed. In addition to the aforementioned, the investigator also noted the following product issues. The following components were damaged: mount block assembly, ground stud, and old style float switch. The following components were replaced: air bubble sensor, sensor board, float switch, mount block assembly, left door mount, right door mount, ground stud, and air detector gasket. The investigator subsequently installed a temp check test fixture. The measured temperature was 41.7c degrees which was within tolerance. The device was confirmed to have passed all functional and electrical tests following the aforementioned repairs. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the device had an issue with the door detector clamp. No patient injury or complications were reported in relation to this event.